Manufacturer narrative:
(B)(4). The device was not returned to the manufacturer for physical evaluation and the failure mode cannot be confirmed. However, an investigation of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. All device history records (DHR) are reviewed and released according to the DHR review checklist and release procedure. A device is not released if it does not meet requirements or is nonconforming. In addition, the device record review confirmed the labeling, material, and process controls were within specification. The nurse stated that the patient admitted to a break in aseptic technique. Medical records have been requested but have not yet been received. A follow up MDR may be submitted if medical records are received.

Event description:
It was reported by a peritoneal dialysis (pd) patient's contact the patient wanted to cancel treatment because patient had been taken to hospital due to possible peritonitis. Follow-up was made with the pd patient's clinic registered nurse (rn), who stated the patient was hospitalized with peritonitis on (B)(6) 2016 and was discharged on (B)(6) 2016 and was seen in the clinic the following day for treatment. The nurse stated that the patient admitted to a break in aseptic technique, and was not sure if there were cultures done or the etiology of the peritonitis. Medical records were requested.

Manufacturer narrative:
(B)(4). Medical records were provided by the patient's dialysis center. There was no documentation in the medical record that indicates a causal relationship between the patient¿s liberty cycler and the patient¿s diagnosis of peritonitis.

Event description:
Medical records were provided by the patient's dialysis center. On (B)(6) 2016 the patient was admitted to the hospital with palpitations and a change in mental status (lethargy). The patient was assessed in the emergency room prior to being admitted to the intensive care unit (ICU). The physician noted the patient was likely septic due to possible catheter induced bacterial peritonitis. Cultures were performed on the patient's peritoneal fluid which revealed 3+ viridans streptococcus. This was treated with vancomycin and zosyn. A computed tomography (CT) scan was performed while in the hospital and revealed the patient had two hernias (one hiatal and one umbilical) as well as haziness of both lung bases which may have represented a component of pulmonary edema. The patient's blood pressure was noted to be on the low side and was treated with intravenous fluids. The patient was also administered an IV bolus of amiodarone to treat the cardiac issues. The patient's blood pressure normalized with saline and the patient will resume at home treatment with amiodarone for the pre-existing cardiac issues. The patient was discharged on (B)(6) 2016 per the patient's peritoneal dialysis nurse. A follow up note from a clinic visit was also included in the medical records. This note stated the patient told her nurse that she broke sterile technique during treatment. The patient was educated on proper technique.